Event description:
The physician was performing an aortogram with right lower extremity runoff with possible angioplasty and or stent placement. The physician had deployed several stents and was in the process of placing another stent when the proximal portion of the stent deployed in the distal end of the sheath. He was unable to disembark the stent from the sheath and as a result he had to take the pt to surgery for removal of the sheath. A right common femoral endarterectomy with patch bovine angioplasty was also performed to improve the pt's circulation.